Manufacturer narrative:
H.6. Investigation: one sample was received. It has the plunger rod-rubber stopper, no tip cap, and no saline solution; the plunger rod-rubber stopper is all the way down. The plunger rod is not attached to the rubber stopper. No manufacturing issues were experienced during the production of these products. The syringe is not designed to drawing blood. Possible root cause, off label use. The syringe is designed to flush the IV lines by pushing the plunger rod down, not to draw blood lab samples by pulling the plunger rod up. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It has been reported that one syr 10 ml fil saline shortlength plunger rod has been found experiencing stopper separation from the plunger during use. The following has been provided by the initial reporter: it was reported that the "black rubber on ns syringe became disconnected from plunger while trying to withdraw my waste during lab draw." Customer text: concern: black rubber on ns syringe became disconnected from plunger while trying to withdraw my waste during lab draw. I unhooked the syringe and heplocked the IV and grabbed new supplies to start over--and had no problems.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one syr 10 ml fil saline shortlength plunger rod has been found experiencing stopper separation from the plunger during use. The following has been provided by the initial reporter: it was reported that the "black rubber on ns syringe became disconnected from plunger while trying to withdraw my waste during lab draw." Customer text: concern: black rubber on ns syringe became disconnected from plunger while trying to withdraw my waste during lab draw. I unhooked the syringe and heplocked the IV and grabbed new supplies to start over--and had no problems.